Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 823 mg/dl at the time of the event. The customer's blood glucose was treated at the hospital, and once her blood glucose reading was down to 133 mg/dl, the customer was put back on the insulin pump and monitored. The customer's blood glucose reading elevated back up to 479 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer uses sure-t infusion sets. Nothing further was reported.